Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis, on the same day. On the same day, the patient started treatment with vancomycin (500 milligram (mg), 4 times a day, intraperitoneal (ip), gentamicin (80 mg, 4 times a day, ip) and cefazolin (250 mg, 4 times a day, ip) for the peritonitis. The patient was recovering at the time of the report.

Manufacturer narrative:
(B)(4). The date of birth is unknown, however the nurse stated that the patient was born in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If further relevant information becomes available, a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.